Event description:
It was observed during the device investigation that the cysto-nephro fiberscope had corrosion inside the distal end cover. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, there was a leak; however, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.